Event description:
Through journal article, "histologic and immunohistochemical evaluation of human breast capsules formed around five different expander surfaces", healthcare professional aimed to evaluate capsules formed around five different breast expanders. This study analyzed 30 patients who were divided into 5 groups (6 patients in each group), each implanted with 5 different types of breast expanders in the first stage of heterologous breast reconstruction. Through the study, it was reported 4 patients with macrotextured implants developed capsular contracture baker grade ii and 2 patients with macrotextured implants developed capsular contracture baker grade iii. Patients underwent second stage of breast reconstruction with replacement of the expander with the definitive implant.

Manufacturer narrative:
Continued e.1. Facility name:(B)(6) university. Continued e1 (email address): (B)(6). Continued h.6. Health effect - impact code: f2201. Article citation: cagli, barbara et al. ¿histologic and immunohistochemical evaluation of human breast capsules formed around five different expander surfaces.¿ plastic and reconstructive surgery vol. 152,3 (2023): 388e-397e. Doi:10.1097/prs.0000000000010317. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii.